Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an initial implant procedure, the high capture threshold was noted on atrial lead. The lead was not implanted and the physician replaced the atrial lead .the patient was stable post procedure.